Manufacturer narrative:
(B)(4). Device analysis: the analysis results of the one lt200 cartridge found that it were received with the cover separated from the base and with no clips. The latching feature was evaluated and both cover tabs were noted to be damaged leading the found condition of the cartridge. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a pancreatic procedure, the clips fall out of housing deck when they attempt to load the clip applier. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please confirm whether or not the account was using the lc800 clip cartridge base when they were loading the cartridges? The cartridges are only indicated to be used with the lc800? I was able to confirm that they ¿were not¿ using the lc800 clip base.